Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. They reported that the insulin pump screen was hard to read, alarms were quieter to hear and hard to hear that the insulin pump had rejected new batteries, rainbow effect, had unexplained no delivery alarms and rewind was taking longer. The insulin pump will be returned for analysis.